Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported not observing insulin coming from end of tubing during fill tubing. The customer changed the cartridge, and successfully completed the fill tubing process, and resumed insulin delivery. It was reported that there may be a piece of septum in the syringe. The customer was able to successfully fill the cartridge. The customer had not tested blood glucose level; however, there was no reported impact to the customer's blood glucose level.